Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is pain. Device evaluation: visual analysis of the returned device identified two curved openings, fold creases and red particles material was found on the shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two striated openings and wear abrasion. Based on the device analysis the final assessment is two openings striated assessed as surgical damage.

Event description:
Healthcare professional reported a left side "chronic pain" and "implant has bubbles inside." Device has been explanted.